Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a charge-coupled device (ccd) failure. It is presumed that the occurrence cause of ccd failure is water entry of liquid due to puncture on cable. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.]¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had a black screen and does not show an image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the charged coupled device had failed due to potential liquid entry, the cable has a puncture in it, and the optics retention coupler failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.